Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp)/stone extraction procedure using an evis exera iii duodenovideoscope and a single use distal cover, approximately 7mm of tissue was found I the distal cover after the procedure. There was a laceration, and the tissue was sent to pathology to confirm if the source location of the tissue (esophageal or gastric). The physician did not go back in to inspect the location of the laceration. According to the lab report, the tissue was polypoid gastric mucosa. The nurse was not aware of any treatment required as a result of this occurrence. The patient's current condition is unknown. There were no endotherapy devices in use during the case. There were no abnormalities in the appearance of the scope or distal cover before or after procedure. There were no noted malfunctions of the scope or distal cover. The physician made no opinion statement regarding whether they felt the scope or distal cover caused or contributed to the event. There were no procedural or anatomical challenges mentioned by the physician. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Case with patient identifier (B)(6) reports the tjf-q190v used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation of tissue found in the distal cover, the root cause was unable to be identified. The event was most likely due to one of the following: when the user performs a suction operation while the opening space at the tip of the endoscope is close to the surface of the mucosa, the mucous membrane is sucked into the tip cover. If the user removes the endoscope in this state, the mucous membrane will be damaged at the edge of the tip cover. The tip cover broke on the tear-off line due to improper attachment of the tip cover to the endoscope. If the tip of the endoscope is pressed against the surface of the mucous membrane in this state, the mucous membrane will be caught in the cracked portion and damaged even if the suction operation is not performed. The event can be detected/prevented by following the instructions for use which state: "never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges." Olympus will continue to monitor field performance for this device.